Manufacturer narrative:
The event of infection sia physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device and is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Physician reported implantation of seri placed in the pt's upper abdomen to support tissue during a "tummy tuck" procedure on (B)(6) 2014. On (B)(6) 2014, the pt presented with a seroma in the lower abdomen away from the seri. The physician determined that the seroma developed due to the pt's activity level, and was related to a previous gynecological surgery. This seroma was drained on (B)(6) 2014, but did not resolve due to the pt's "activity level" according to the physician. The physician believes over time, this initial event spread to the development of another seroma around the site of the seri implant. This seroma was drained and packed with gauze. The site continued to produce fluid. Eventually, by (B)(6) 2014 a culture of the fluid returned positive for alpha hemolytic streptococcus. The physician believes this infection developed due to poor wound care by the pt, and recommended removal of the seri at that time. The pt chose to use a different general surgeon who removed the device on (B)(6) 2014. It was noted that the device showed zero incorporation with the pt tissue upon explantation. The device was discarded, and the pt is healing without sequelae.